Event description:
Boston scientific received information that during a routine follow-up, it was noted that this right ventricular (rv) defibrillation lead exhibited low sensing, out of range low pacing impedance, out of range high shock impedance, loss of capture, and some noise episodes that initiated episodes that met the programmed settings for the ventricular fibrillation (vf) therapy zone and resulted in inappropriate shock. An insulation issue was suspected. The physician decided to replace this lead as well as the competitor's pulse generator. This rv lead was capped and surgically abandoned and a new rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.